Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose was 250-373 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.